Event description:
The in house engineer reported that he has diagnosed a broken wire in high voltage cable assembly and called to ask if anything besides replacement of cable assembly was possible to repair. Told him that replacement of cable assembly would be the recommended action. No injuries occurred.

Manufacturer narrative:
The service rep answered customers questions about replacement of high voltage cable assembly. In house engineer ordered part through ge and wanted to know if there were any spare video cables in assembly to use until new cable arrived. No on site service needed.